Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer declined to further troubleshoot with tandem technical support. There was no adverse impact the customer¿s blood glucose. Multiple follow up attempts were made to obtain additional information, however, a response was not received.